Event description:
Edwards received notification that a patient with an edwards magna ease valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. An edwards transcatheter valve was implanted within the surgical device.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an edwards magna ease valve underwent a valve-in-valve procedure after an implant duration of approximately thirteen (13) years due to degeneration leading to regurgitation and stenosis. A transcatheter valve was successfully implanted within the surgical device. Patient was noted as to be discharged home.

Manufacturer narrative:
Initially, it was reported that an edwards magna ease valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. However, through investigation it was learned that this valve underwent a valve-in-valve procedure after an implant duration of approximately thirteen (13) years due to degeneration leading to regurgitation and stenosis. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the preexisting disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants greater than ten years with no allegation by the physician of premature failure will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.